Event description:
A registered nurse (rn) reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown, wbc elevated) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2024, and the patient¿s antibiotic course was continued. The patient was discharged on (B)(6) 2024 in stable condition and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).